Manufacturer narrative:
Method ¿ the device history and sterilization records were reviewed. Results ¿ the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Receiver fails both manual and auto tests. The receiver fails at high frequency or high pulse width. It is believed that both hybrids had failed. Conclusion ¿ the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Ans defers to the patient¿s physician regarding medical history.

Event description:
The patient received his scs system including a neurostimulator receiver on (B)(6) 2004. It was reported that the receiver ceased functioning and the patient lost stimulation. The receiver was replaced with a totally implantable pulse generator (ipg) on (B)(6) 2008. The explanted receiver was returned to ans for analysis.